Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the watchman access sheath (was). Analysis revealed numerous kinks along the shaft of the device. The valve was opened as received. Microscope examination of the valve did not reveal any damage or irregularities; however, it was noted that the threads of the was were damaged/cross threaded. It could not be determined when the thread damage occurred. Functional testing of the valve confirmed the ability to completely close the valve with minimal forward force. Water was injected into the was by attaching a syringe filled with water. There were no leaks or air bubbles observed during water injection. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported a hemostasis valve leak occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. It was noticed that the hemostasis valve of the watchman access system was unable to be fully closed; therefore, creating a blood leak. The physician used thumb pressure to minimize the bleeding and used this device to complete the procedure. No patient complications were reported and the patient's condition is fine.